Event description:
The customer initially reported that smoke came out of the of the sterrad® 100nx while running a cycle. The customer further reported oil mist floating around during plasma. There were no human reactions reported.

Manufacturer narrative:
An international field representative checked and verified all electrical and electronic components and replaced the catalytic converter. He ran a plasma test for 15 minutes and no mist occurred. He also ran a standard and a flex cycle and both passed. The unit met specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The fmea (failure mode effects analysis) scores for the failure of this part are considered low risk. There were no parts returned for investigation of the report of unit emitting smoke / haze. The international field representative replaced the catalytic converter to resolve the issue.